Event description:
It was reported that a large volume infusor would not flow. This occurred after priming and before patient use. According to the report, after the air was removed from the device, the user attempted forced priming and noted that there was no flow. The baxter-recommended filling procedure was used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from june 04, 2014 to june 05, 2014. The device was received for evaluation with approximately 180 milliliters of fluid in its bladder. A visual inspection was performed with no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.